Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during a routine check, a few episodes of atrial mode switches were discovered and confirmed to be minute ventilation (mv) signal oversensing. The respiratory response trend was then turned off. It was also found that this cardiac resynchronization therapy defibrillator (crt-d) has exhibited pacing impedance jumps, greater than 3000 ohms, on the right ventricular (rv) lead channel. Both leads were made by another manufacturer. Noise oversensing was reported. However, no noise could be recreated and sensing and threshold appeared to be normal. There are no planned additional follow-ups, as everything tested appropriately. No adverse patient effects were reported.